Event description:
I developed breast implant illness, asia syndrome and a lot of symptoms like fatigue, hair loss, dry eyes and skin, sinusitis, shortness of breath, brain fog, pain, contracture capsular, no focus, vhs high, nodules on my breasts.